Event description:
It was reported that a pt underwent a squamous cell carcinoma excision and closure on (B)(6) 2010 and suture was used. The pt's site appeared slightly inflamed four days post operative. The pt was seen again on (B)(6) 2010 and the area around the suture site appeared ulcerated and "spitting suture". The pt could use a tweezer and pull the suture out. Add'l info has been requested.

Manufacturer narrative:
(B)(4) - inflammation. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.